Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to myopotential oversensing. The system was reprogrammed into the primary vector. Three years later it was found that the system has been exhibiting noise and oversensing, with another inappropriate shock being delivered. Troubleshooting and further evaluation of the system was discussed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that this electrode was explanted and replaced. This electrode is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to myopotential oversensing. The system was reprogrammed into the primary vector. Three years later it was found that the system has been exhibiting noise and oversensing, with another inappropriate shock being delivered. Troubleshooting and further evaluation of the system was discussed. This system remains in service. No further adverse patient effects were reported.